Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The additional device evaluation findings are as follows: flooding of image capture, image defects due to image capture failure, and scope mount internal fogging. Based on the results of the investigation, a probable root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a disconnecting issue. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: e3. Occupation: other healthcare professional - clinical engineer.

Event description:
It was reported that the camera head had a disconnecting issue. The procedure was completed with a similar device. There were no reports of patient harm.